Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the patient had experiencing rainbow like glare in the unknown eye of a patient, it was worsened three months after lasik surgery. No changes in the patient symptoms. Additional information requested.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows ten successfully performed treatments without interruptions. Due to missing information about the treatment details the related treatment could not be identified in the logfile. The review also shows that during all ten treatments the suction process was achieved without missed vacuum one or two and re-dockings. The review also shows that all treatments were performed with no relevant deviation between planed and performed energy. All treatments were finished successfully without any issue. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. Treatment report and pre and post-op data was requested but not provided, therefore a deeper clinical evaluation cannot be made. According to product clinical support the rainbow glare effect is a general side effect that is mentioned in product manuals. Usually, the effect disappears as the cornea start to close the gaps created by the photo disruption. Rainbow glare is referred to a mild and occasionally reported side effect described after lasik using a system. The cause of the rainbow glare is referred as the diffraction of light from the scanning pattern created on the back surface and in the stromal bed of the lasik flap after flap creation. The onset of symptoms typically occurs during the immediate postoperative period and resolves within several months. The root cause could not be identified conclusively. Rainbow glare is a known side effect of femto treatments and described in system procedure manual. The manufacturer internal reference number is: (B)(4).